Event description:
It was reported via repair work order that the stretcher zoom would unintentionally accelerate while pushing. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR initial report was a duplicate of a previously issued MDR. Please see MDR # 0001831750-2013-02687 for information regarding this issue.

Event description:
It was reported via repair work order that the stretcher zoom would unintentionally accelerate while pushing. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.